Manufacturer narrative:
The company rep evaluated the system. Corrections included rebooting, clearing of error logs, and replacement of the system hard drivers. The system was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
The customer reported the panorama central station operated slowly, had an orange screen and then crashed, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.